Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post-herpetic neuralgia. It was reported that there poor coupling with recharging. The patient reported that when they initially got the recharger it was working well and it was easy to charge. It was reported that it is only getting 2 bars. The patient reported that they have to keep the ins recharger (insr) on ins and charge for 8-10 hours. The patient stated that they were told by the manufacturer representative that the ins should not take that long to charge, especially when the ins is not completely empty when the charge is started. The patient reported that while in the healthcare professional office, the manufacturer representative tested the insr and could not get more bars filled out. The patient reported that they were taking too long to charge the ins. No patient complications have been reported because of this event.

Manufacturer narrative:
Analysis of the recharger (serial #(B)(4)) found no anomalies. The newly added evaluation codes pertain to the recharger (serial #(B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the coupling and recharging issues had been resolved. No symptoms or further complications were reported/anticipated.